Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the conductor coils were stretched at the electrode tip and there was an insulation breach in this location; both were induced during the procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. The lead was found to be electrically continuous but did not pass the insulation testing due to the induced damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies; there was blood in the lumen but this is expected as it is an open lumen lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the pacing threshold values were higher than expected. As a result, the lv lead was removed and successfully replaced. No adverse patient effects were reported.